Manufacturer narrative:
Additional information has been received which was not correct in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section h7 - checked recall box. 2. Section h9 - added battery depletion recall number. Pump passed self-test, active current measurement, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Pump received with high sleep current due to moisture damage to the pcb1 board and pcb2 board. No drive/motor or rewind anomalies noted during testing. All buttons function properly, no damage to keypad traces noted. No failed battery test noted during testing or in pump downloaded history. No unexpected insulin flow blocked alarm noted during testing or in pump downloaded history. Pump successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, scratched case, cracked battery tube threads, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, keypad overlay peeling and cracked case (battery compartment). The p-cap/reservoir does lock properly. No failed battery test noted during analysis. No insulin flow blocked alarm noted during testing. Unresponsive keypad not confirmed. Cosmetic damage located at the battery compartment confirmed. No drive motor error or abnormal motor rewind noted during analysis. Rewind anomaly not confirmed during testing. Drive/motor anomaly not confirmed. Confirmed high sleep current during analysis due to moisture damage to the pcb1 board. Confirmed moisture damage to pcb1 board and pcb 2 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer stated there was a crack near the battery compartment, and the buttons were unresponsive. The customer reported that the pump lagged in response, the plunger rewound more slowly, the pump rejected batteries, and the insulin flow was blocked. The customer reported no adverse event. The event involved product(s) unk_disposables, mmt-1884, and unomedical. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for unk_disposables, mmt-1884, and unomedical.